Manufacturer narrative:
H11: during a follow-up with the technician received 28may2025, the technician did not confirm that the part, the liquid crystal display (lcd) screen, was replaced in their response. It was specified that the device would be returned to service once the screen was replaced. Insufficient information was available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. It could not be confirmed if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Manufacturer narrative:
A follow up was performed with the technician, and it was reported that the issue was resolved after replacing the liquid crystal display (lcd) screen. The device was returned to service.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen that was not working. It was unknown how the issue was found. No patient or user harm reported. The technician reported that the top portion of the screen was not working. A replacement touchscreen was ordered. This investigation is ongoing.